Manufacturer narrative:
It was noted that MFR report number 2020664-2021-07913 is a duplicate report to MFR report number 9614546-2020-00298. No further information will be provided with MFR report number 2020664-2021-07913. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age, weight and ethnicity: unknown/ not provided. Date of event: unknown, not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Initial reporter telephone number: (B)(6). Initial reporter last name: unknown, not provided. The intraocular lens (iol) has not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that the intraocular lens (iol) broke its handle during implantation. Account verified that the lens had been adequately loaded in the injector and the cartridge tip contacted the patient's operative eye; however, the lens did not come out of the cartridge. A delay in the procedure was reported. Surgery was completed successfully with a backup lens. No adverse event has been reported and there was no surgical intervention required. No further information available.